Event description:
It was initially reported that the patient was going in for a battery replacement due to the physician unable to communicate with the patient's generator. A search was performed in the manufacturer's programming history, which resulted in approximately -0.46 years until eri=yes. During the surgery, the patient's generator was able to be communicated with and diagnostics were performed which were said to be within normal limits. There was an eri-flag observed indicating the device was at eos. The generator has been returned to the manufacturer for analysis. Good faith attempts to obtain additional information have been unsuccessful to date.